Manufacturer narrative:
Na device evaluated by MFR.

Event description:
The initial reporter questioned low results for multiple patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. An example of discrepant results was provided for 1 patient sample: the initial na result was 102 mmol/l., the initial k result was 3.4 mmol/l. And, the initial cl result was 74 mmol/l. The initial results were reported outside of the laboratory where the doctor questioned the results as they did not fit the patient¿s clinical picture. The sample was repeated on a different ise module with the following results: the repeat na result was 144 mmol/l., the repeat k result was 4.6 mmol/l., and the repeat cl result was 107 mmol/l. No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) found the sample probe mechanism was out of adjustment and there was debris on the sample probe. The fse removed the sample mechanism and adjusted the shaft of the upper part of the slider. The fse identified a blown fuse on the fuse printed circuit board (pcb) of the ise module. This fuse impacts a sensor. It was noted that the sensor had separated from the sensor holder position and needed to be realigned. An instrument reset and mechanism checks were performed with no issues. The service actions (adjusting the sample probe mechanism slider, replacing the blown fuse, and realigning the sensor) resolved the issue.